Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the left main trunk (lmt). Following placement of the synergy megatron drug-eluting stent, post-dilatation was performed with a 5.50mm x 12mm nc emerge balloon catheter. Following post-dilatation, the stent protruded a few millimeters into the aorta. It was noted that extension of the stent in the long axis when inflated might have been exhibited. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.